Manufacturer narrative:
B3 - date of event: used (B)(6) 2025 as the event date was not reported.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the nominal vein. A 12.0 x40, 75cm gladiator elite balloon was advanced for dilation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed using an alternate device. No complications were reported.